Event description:
It was reported that the system 9800 produced a loud popping sound during a preventative maintenance call. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. On a later occasion the x-ray tube produced a vibrating sound. It was determined that the cause of the malfunction was the x-ray tube. The x-ray tube was placed on order and will be replaced. Additionally the display control cables and the fast scan bnc cable will be replaced. No further problems are anticipated once the parts are replaced and the system is calibrated. An add'l report will be filed if add'l info becomes available.